Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized a few years ago due to high blood glucose with diabetic ketoacidosis. Customer is doing well now and does not want to follow-up.